Event description:
Event description guidant received information that this implantable lead displayed noise which inhibited pacing. The noise appeared similar to diaphragmatic oversensing. Additional information was received stating the lead continued to display noise when the patient took breathes.